Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected low out-of-range pacing impedances on a competitor's right atrial (ra) lead. No evidence of oversensing. No adverse patient effects were reported. No intervention is planned and the patient will be monitored.